Event description:
It was reported that bd vacutainer® c&s preservative urine tube had underfill. This occurred on 70 separate occasions. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: material no. 364951, batch no. 9004513. It was reported that 70 incidents of underfill were reported with this tube. Date of occurences and facilities are unknown. When the staff aspirate urine they stated often the white powder preservative go into the hollow of the needle, causing either no urine being aspirated or less urine being aspirated than required. "Hi, we've been getting urine culture cancellation with under fill bd vacutainer c&s preservative tube, do you have any suggestion? Often the vacuum stopped before it hit the minimum fill line or it doesn¿t fill at all.

Manufacturer narrative:
H.6. Investigation: investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for underfill with the incident lot was not observed. Draw volume testing of the customer samples was performed and underfilling was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA#260774. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for underfill with the incident lot was not observed. Further investigation has been initiated through CAPA#260774. The investigation is still on-going and improvements will be made as the potential causes are identified. Root cause description: CAPA#260774 has been initiated to document further investigation and root cause analysis relating to this issue. The investigation is currently on-going and will be updated as the potential root cause(s) are identified. Rationale: based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with this issue and implement corrective actions. The investigation is currently on-going and further improvements will be made as the potential root cause(s) are identified.

Event description:
It was reported that bd vacutainer® c&s preservative urine tube had underfill. This occurred on 70 separate occasions. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: material no. 364951, batch no. 9004513. It was reported that 70 incidents of underfill were reported with this tube. Date of occurences and facilities are unknown. When the staff aspirate urine they stated often the white powder preservative go into the hollow of the needle, causing either no urine being aspirated or less urine being aspirated than required. "Hi, we've been getting urine culture cancellation with under fill bd vacutainer c&s preservative tube, do you have any suggestion? Often the vacuum stopped before it hit the minimum fill line or it doesn¿t fill at all.

Manufacturer narrative:
The following fields have been updated with additional information: site leal name (FDA): becton, dickinson & co. - broken bow, ne / 68822. Describe event or problem: it was reported that bd vacutainer® c&s preservative urine tube had underfill. This occurred on 70 separate occasions. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: material no. 364951, batch no. 9004513. It was reported that 70 incidents of underfill were reported with this tube. Date of occurences and facilities are unknown. When the staff aspirate urine they stated often the white powder preservative go into the hollow of the needle, causing either no urine being aspirated or less urine being aspirated than required. "Hi, we've been getting urine culture cancellation with under fill bd vacutainer c&s preservative tube, do you have any suggestion? Often the vacuum stopped before it hit the minimum fill line or it doesn¿t fill at all. Medical device brand name: bd vacutainer® c&s preservative urine tube. Medical device type: jsm. Common device name: transport culture medium. Medical device manufacturer: broken bow. Medical device catalog #: 364951. Medical device expiration date: 2020-07-31. Medical device lot #: 9004513. Unique identifier (UDI) #: (B)(4). Manufacturing location: broken bow. PMA/510(k)#: k024240. Device manufacture date: 2019-01-04.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd¿ tube had underfill. This occurred on 70 separate occasions. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: material no. Unknown, batch no. Unknown. It was reported that 70 incidents of underfill were reported with this tube. Date of occurences and facilities are unknown.